Event description:
Resident was sent to ER to evaluate due to complaint of back pain. No fractures or injury found. Was being transferred by hoyer lift with two person assistance when hoyer tipped over and pt fell to floor on right side, hitting head on floor. No open wounds. Complaint of low back pain.